Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 hi-flow kit. It was noted that the patient¿s ophthalmic artery was mildly tortuous. During the procedure, the physician placed a non-penumbra balloon guide catheter in the internal carotid petrous segment of the internal carotid artery (ica). Next, the physician experienced resistance while advancing the penumbra system ace 60 reperfusion catheter (ace60) and a non-penumbra microcatheter over the tip of the balloon guide catheter. It was also reported that the physician advanced the ace60 containing the microcatheter a few times within the guide catheter; however, it would not advance any further. Therefore, the ace60 was removed and found to be stretched approximately two to three centimeters at the distal tip. The procedure was completed using a new ace60 with the same microcatheter and guide catheter. There was no report of an adverse effect to the patient.